Event description:
It was reported that an alert/notification settings issue occurred. The patient reported on (B)(6) 2025 he experienced a hypoglycemic event for which they were not alerted. The patient stated that the continuous glucose monitor (cgm) was showing low readings, but that no alerts were provided. The patient reported that the day of the event the patient felt off, was irritated and lost consciousness while they were in front of the hospital. The patient did not remember many details but stated that they were brought into the hospital, and when a fingerstick, most likely after treatment, the cgm was reading 16.1 mmol/l, and the blood glucose reading was 30.0 mmol/l. The patient suffered a wound to the knee caused by the fall, and was given treatment with an anti-inflammatory antibiotic, but no further treatment for hypo or hyperglycemia were reported. The patient recovered and was discharged on the same day. There was no documentation of further medical intervention. No other details were documented, and the patient declined to provide further details. No product or data was provided for investigation. The allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. E1 initial reporter state - (B)(6).

Manufacturer narrative:
(B)(4). D4: serial number - additional information.

Event description:
Subsequent to the initial MDR, a correction or additional information is required.